Event description:
The pt was admitted to the hospital in 2006 for a decompressive laminectomy l4-l5 and pedicle screw instrumentation secondary to l4-l5 degenerative spondylolisthesis. A 10 french fully fluted blake drain was placed in the back and brought out through a separate stab wound in the skin. The rn on the post-op, nursing unit noticed resistance when she tried to remove the blake drain on post op day number one. She called the surgeon's physician's asst who noted that the drain snapped when he tried to remove the drain. Because a portion of the drain was retained inside the pt's back, the pt was taken back to surgery in 2006 for removal of the drain. The surgeon saw the drain under the fascia and did not understand why the drain did not come out when attempts were made to remove it on the nursing unit. A lateral lumbar spine was taken at the end of the procedure to assure the physician that there were no fragments of the drain left and there were none seen on the x-ray.